Event description:
See MFR report # 3004209178-2010-07289. It is unclear what event happened with what device. The pt developed 2 staph infections, "one serious enough to almost kill me", and went through 40 surgeries. He has had 3 different medtronic devices implanted. Due to all of the surgeries, the pt developed much scar tissue. The neurosurgeon had to cut away a large amount of scar tissue and insert a neurostimulator under the vertebrae with only a small cut into derma that left the pt with an "unbelievable" headache, which healed after a rough night. The stimulation felt annoying almost to the point of being uncomfortable. Additional info has been requested.

Manufacturer narrative:
(B)(4)